Manufacturer narrative:
Investigation summary: the lead was received for analysis at our post market quality assurance laboratory, and thorough evaluation showed no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test passed without issue, and the helix appeared normal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device sensing issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the lead was analyzed and based on the analysis no evidence of device defect, malfunction or damage outside the bounds of normal medical use was found.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant, this right ventricular (rv) lead was positioned four times with poor sensing and high capture thresholds. After lead inspection outside of the patient, the physician saw the helix was not extending or retracting as expected. A new lead was used to complete the implant. The rv lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant, this right ventricular (rv) lead was positioned four times with poor sensing and high capture thresholds. After lead inspection outside of the patient, the physician saw the helix was not extending or retracting as expected. A new lead was used to complete the implant. The rv lead is expected to be returned for analysis. No adverse patient effects were reported.